Event description:
It was reported that post a stenting procedure, in-stent restenosis occurred that required re-intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the index procedure was indicated due to the patient presenting of symptoms of severe lifestyle limiting left lower extremity claudication which did not respond to medical therapy. Vascular access was obtained via the right and left common femoral arteries. A high grade left iliac stenosis was noted. The left iliac narrowing was gently dilated with a 9x40 mustang balloon. Two 12x4 epic self expanding stents were deployed simultaneously in the bilateral common iliac arteries. Kissing post-deployment balloon angioplasty was performed with 2 9x40 mustang balloons. Good filling was noted through both iliac arteries. No patient complications were reported and the patient was transferred to the recovery room in good condition. In (B)(6) 2014, the patient presented with numbness and was found to have a recurrent left common iliac stenosis. Vascular access was obtained via the left common femoral artery. An unspecified j-wire was advanced but unable to be advanced past the left common iliac stenosis. An injection of contrast demonstrated a false lumen passage. Vascular access was then obtained via the right common femoral artery. The 90% stenosed target lesion was located at the origin of the left common iliac artery. A non-bsc guide wire was advanced. A 8x40 mustang balloon was positioned in the right common iliac artery to protect the right iliac system. An express 8x37 stent was deployed to treat the target lesion. A repeated injection of contrast demonstrated improved flow. There appeared to be a small area of persistent stenosis. A 10x30 epic stent was deployed distally across from the balloon expandable stent into the native left common iliac artery. A 10x2 balloon was used to balloon the origin of the left common iliac artery. There was no evidence of residual stenosis. No patient complications were reported and the patient was transferred to the recovery room in good condition.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).